Event description:
Caller is biomedical engineer and has questions about the alarm speaker. He states the unit has a bad alarm. The serial number associated to this device is not available per caller. Caller confirmed no patient harm.